Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer cancelled the work order, since the customer confirmed no problem with the station. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was frozen. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.